Manufacturer narrative:
The company rep performed functional and operational tests. The system is according to the company's specifications, and no problem with aspiration was detected. Root cause has not been determined. (B)(4).

Event description:
A nurse reported that during surgery, there was deficient aspiration. Add'l info has been requested.